Event description:
Per the surgeon, the device was incorrectly initially positioned and was returned to theatre to re-implant the device on the same day.

Manufacturer narrative:
This report is submitted on june 3, 2022.